Event description:
A report was received that the patient was noted to have infection at the lead site. The site had drainage. The physician believed that the infection was neither device nor procedure related. The patient was given with antibiotics and underwent an explant procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg) the explanted devices were not returned to bsn as they were discarded by the medical facility.